Manufacturer narrative:
The ge rep conducted an onsite investigation. The high voltage transformer tank was replaced and the filaments were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed an overload fault error message. No pt injury was reported.